Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was an attempted implant. During the implant procedure, after the right ventricular (rv) lead was hooked up to the can; the device displayed noise and pacing impedances of greater than 2000 ohms. The rv lead was then plugged in to the atrial port with the same result (noise and pacing impedance greater than 2000 ohms). The lead was removed from the device and tested on the pacing system analyzer (psa) with no noise and normal pacing impedances. Another new device was then attempted to be implanted. The second device displayed the same clinical observations. After trouble shooting was unable to resolve the clinical observations, another manufactures device was able to be implanted. The two attempted devices are to be returned for analysis. There were no adverse patient effects reported.